Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys/ expiration date: 14-nov-2022 / serial#: (B)(4), UDI (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 11-jun-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced tamponade from perforation. The leadless ipg exhibited unsatisfactory numbers after deployment. The patient passed away due to the perforation.